Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 5. Details of surgery: immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.